Event description:
As reported by the distributor: at the moment this is more of a request than a complaint. Had a revision thr yesterday where he extracted an accolade stem with a femoral head still attached. He couldn¿t remove the femoral head off the stem , he wants me to send them back to stryker so that they can separate them, and to determine if the femoral head is the correct material match for the stem . There was a ¿pseudo-tumour¿ around the prox femur , which surprised them as they weren¿t expecting this. Dr. Wants to rule out the stem & head as being the cause of this. He hypothesised that one possibility for the cause of the pseudo tumour they discovered around the prox femur may be that the head isn¿t the correct material to go with the accolade stem , eg could be stainless steel , which can¿t be used with accolades. There were no details on the implants removed , he said it was done in england a number of years ago. He removed a cemented cup , accolade stem and head and then implanted a tritanium revision shell , plus cone conical system , 36/22 uhr head and 22/+8mm vitallium head.

Manufacturer narrative:
An event regarding loosening involving an unknown cemented cup was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: I can confirm that the patient had a cementless femoral stem on the right with a cemented acetabular cup and a fracture of the proximal femur with loosening of the cup and dislocation. The x-ray provided shows this situation. I cannot confirm for certain that the stem is a stryker product. This would have to be examined visually. I also can confirm that the patient had a proximal femoral replacement on the left which dislocated since I can see this on the x-ray provided. I cannot confirm that it was reduced although according to the product inquiry summary it was reduced before the revision on the right. Root cause analysis: the root cause of fracture of the proximal femur surrounding a femoral implant coupled with pseudotumor formation and dislocation cannot be determined with certainty. Apparently, the femoral head could not be removed from the stem so there is a possibility that there was corrosion present. The cause of the proximal femoral fracture cannot be determined with the information given although the possibility of fracture due to severe osteopenia could be considered, as well as trauma. The causes of pseudotumor are multifactorial including adverse local tissue reaction and possible corrosion. The causes of dislocation are also multifactorial including trauma, and possibly soft tissue imbalance due to abductor insufficiency. Surgical technique factors and patient factors including lifestyle, activity level and bmi could also play a role. With the information provided, I cannot assign causality to the implant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records by a clinical consultant indicated: I can confirm that the patient had a cementless femoral stem on the right with a cemented acetabular cup and a fracture of the proximal femur with loosening of the cup and dislocation. The x-ray provided shows this situation. I cannot confirm for certain that the stem is a stryker product. This would have to be examined visually. I also can confirm that the patient had a proximal femoral replacement on the left which dislocated since I can see this on the x-ray provided. I cannot confirm that it was reduced although according to the product inquiry summary it was reduced before the revision on the right. Root cause analysis: the root cause of fracture of the proximal femur surrounding a femoral implant coupled with pseudotumor formation and dislocation cannot be determined with certainty. Apparently, the femoral head could not be removed from the stem so there is a possibility that there was corrosion present. The cause of the proximal femoral fracture cannot be determined with the information given although the possibility of fracture due to severe osteopenia could be considered, as well as trauma. The causes of pseudotumor are multifactorial including adverse local tissue reaction and possible corrosion. The causes of dislocation are also multifactorial including trauma, and possibly soft tissue imbalance due to abductor insufficiency. Surgical technique factors and patient factors including lifestyle, activity level and bmi could also play a role. With the information provided, I cannot assign causality to the implant. The exact cause of the event could not be determined because insufficient information was provided. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Update: the revision was performed due to a periprosthetic fracture around the stem and a previously loose cemented cup.